Manufacturer narrative:
The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No conclusion can be definitively drawn with regard to whether one or more of the possible contributing factors identified in the information contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing information, no corrective action is warranted at this time.

Event description:
During the coil embolization procedure of a right internal carotid-posterior communicating artery aneurysm, when the physician tried to detach a deltapaq coil (cdf100515-30/c13138) although pressing the detachment button, the green system ready light illuminated at the time the detachment was attempted. The enpower detachment control box (dcb000005-00, lot unknown) and an unspecified cable (catalogue and lot unknown) were used with the product. Then, he slightly repositioned the dpu and excelsior sl10 microcatheter (stryker, type unknown) into the target aneurysm and attempted the detachment about ten times. As the situation did not improve, he tried to pull it back within the microcatheter in order to withdraw it from the patient. However, during that time, the microcoil of the deltapaq unraveled and protruded into the parent artery. Although the physician tried to retrieve the microcoil by using the gooseneck snare from the aneurysm, he failed. After that, he delivered an unspecified vrd (catalogue and lot unknown) to cover the protruded coil. The unspecified vrd was successfully placed across the aneurysm. The unraveled part of the coil was hold with the vrd to the parent vessel wall and was covered completely. Pre-deployment electrical check was performed prior to inserting in the patient, and it passed. All connections appear to fit properly without application of excessive force, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. Afterwards, the procedure was successfully completed without any further issues. The patient has been followed up but no additional information is available for now. Prior to the complaint product, about ten coils (details unknown but including unspecified competitor¿s coil) were successfully placed into the target aneurysm without any further issues. It is unknown how many coils were placed during the procedure.